Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation, migration of essure device location of device'), gastric perforation ('perforation (other) location of the perforation: fundic serosa') and complication of device removal ('treatment of post-surgical complication') in a 31-year-old female patient who had essure (batch no. B59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, leg pain, ache, chest pain, weakness, hyporeflexia and peripheral neuropathy. Previously administered products included for an unreported indication: cerovite, thiamine, mirena and neurontin. Concurrent conditions included dermatitis, eczema, respiratory distress (cleocin [clindamycin hcl] - respiratory distress), swelling (dyazide [triamterene-hydrochlorothiazide] -swelling), hives (penicillin v - hives), rash (wellbutrin [bupropion hcl] ¿ rash), vaginal discharge, bacterial vaginosis, depression, itching, tinea, vasculitis, hepatitis, kidney disorder and erythema. Concomitant products included colchicine and terbinafine hydrochloride (lamisil). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair losss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia, prolonged abnormal menses"), 19 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), gastric perforation (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criterion hospitalization), pelvic pain ("chronic pelvic pain, pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), parakeratosis ("parakeratosis"), cervicitis ("chronic cervicitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), hypersensitivity ("allergic reaction"), skin disorder ("skin rash\bumps") and rash ("skin rash\bumps") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, gastric perforation, complication of device removal, psychological trauma, dyspareunia and back pain outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, allergy to metals, fatigue, weight increased, alopecia, parakeratosis, cervicitis, vaginal haemorrhage, menorrhagia, abdominal pain lower, skin disorder and rash had resolved and the hypersensitivity was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, cervicitis, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, gastric perforation, hypersensitivity, menorrhagia, metrorrhagia, parakeratosis, pelvic pain, psychological trauma, rash, skin disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, psych injury, migration/perforation, fatigue, weight gain and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs&mr received reporter information, lot no was added. New event added vaginal bleeding, menorrhagia, dyspareunia (painful sexual intercourse), perforation (other) location of the perforation: fundic serosa, lower back pain, lower abdominal pain, allergic reaction, skin rash\bumps,treatment of post-surgical complication. Severity added lower abdominal pain, pelvic pain and event outcome added. Medical history and concomitant drugs, lab test updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation, migration of essure device location of device'), gastric perforation ('perforation (other) location of the perforation: fundic serosa') and complication of device removal ('treatment of post-surgical complication') in a 31-year-old female patient who had essure (batch no. B59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, leg pain, ache, chest pain, weakness, hyporeflexia and peripheral neuropathy. Previously administered products included for an unreported indication: cerovite, thiamine, mirena and neurontin. Concurrent conditions included dermatitis, eczema, respiratory distress (cleocin [clindamycin hcl] - respiratory distress), swelling nos (dyazide [triamterene-hydrochlorothiazide] -swelling), hives (penicillin v - hives), rash (wellbutrin [bupropion hcl] ¿ rash), vaginal discharge, bacterial vaginosis, depression, itching, tinea, vasculitis, hepatitis, kidney disorder and erythema. Concomitant products included colchicine and terbinafine hydrochloride (lamisil). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia, prolonged abnormal menses"), 19 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), gastric perforation (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criterion hospitalization), pelvic pain ("chronic pelvic pain, pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), parakeratosis ("parakeratosis"), cervicitis ("chronic cervicitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), hypersensitivity ("allergic reaction"), skin disorder ("skin rash\bumps") and rash ("skin rash\bumps") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, gastric perforation, complication of device removal, psychological trauma, dyspareunia and back pain outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, allergy to metals, fatigue, weight increased, alopecia, parakeratosis, cervicitis, vaginal haemorrhage, menorrhagia, abdominal pain lower, skin disorder and rash had resolved and the hypersensitivity was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, cervicitis, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, gastric perforation, hypersensitivity, menorrhagia, metrorrhagia, parakeratosis, pelvic pain, psychological trauma, rash, skin disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, psych injury, migration/perforation, fatigue, weight gain and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Batch no: b59453; production date: 2013-07-26; expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), parakeratosis ("parakeratosis") and cervicitis ("chronic cervicitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, allergy to metals, fatigue, weight increased, alopecia, parakeratosis and cervicitis had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cervicitis, dysmenorrhoea, fatigue, metrorrhagia, parakeratosis, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, psych injury, migration/perforation, fatigue, weight gain and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Category of case changed to incident. Event injury is replaced by pain. New events abdominal pain, dysmenorrhea, (cramping), metorhagia (bleeding b/w period), allergy: nickel, psych injury, migration/ perforation, fatigue, weight gain, hair loss, chronic cervicitis and parakeratosis were added. Lab data added. Patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.